Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had poor sensing in different positions and in one position the lead fell out of place. The lead helix would not fully retract, so the lead was removed. There was tissue in the helix. The tissue was removed and the helix extension and retraction was assessed. The physician felt that there was something wrong with the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.